Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. On (B)(6) 2024, a full system explant was performed due to the patient needing an MRI and the system not being conditional for that test.

Manufacturer narrative:
There are no complaints and no reports of any system or component failure. The surgical explant was performed due to MRI conditionality only.